Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous hypotube kinks and the tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall with pulled material at the end of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a 6fr 45cm non-bsc introducer sheath was introduced and a non-bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation; however, upon the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.5x20mm coyote¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a 6fr 45cm non-bsc introducer sheath was introduced and a non-bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation; however, upon the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.5x20mm coyote¿ balloon catheter. No patient complications were reported.